Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and door close button not engaging. Replaced pendant and performed function testing. Passed. Performed a system checkout. System fully functional. B01,c07,d02,g02040 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that after the confirmation spin, the imaging system was unable to open. Site states the system had a collision zone warning, and once cleared, they were able to open the system. Also states when they attempt to open the system and touch the white connection cable on the pendant, the movement stops performing. There was no reported impact to the patient outcome. No additional information provided.